Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was pt says when charging ins they get no device found screen which started happening "like 2 days ago, then like sunday I started feeling really bad and I have pain where the implant is and I think its moved". Asked if they have had any falls or trauma recently and they said they don't recall but they think they were just moving the wrong way. Pt says that on sunday night they were able to start charging but then "if I move a centimeter at all it will lose connection". Patient says that they feel like their implanted neurostimulator has moved because they are "getting weird pains back there". Pt mentioned they had another controller be replaced in the past. Rtm cord, and battery compartment look intact, but the pin on the far end looks like it could be different than the others. Pt reset controller during the call and was able to start charging with excellent quality.  The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 97745 (serial: (B)(6); product type: 0201-programmer patient; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2024 (B)(4) (con): patient called back and repeated previously documented information. Patient mentioned they were having the same problem when they had to do a revision 2 times already. Patient mentioned the implant is completely dead and were trying to charge their implant. Agent instructed patient to check for damage, no visible damage to controller compartment pins, li battery pack pins, recharger and controller port. Agent walked patient through resetting controller; controller showed connect the recharger after no device found. Agent instructed patient to start a charge session; controller showed no device found. Agent had patient reposition recharger over implant to place the solid part over the implant and not the hole. Controller showed 60% and implant dead recharging from excellent to good. Patient mentioned charge quality fluctuates and the have to be frozen. Agent reviewed with patient to monitor recharging with the replacement recharger and follow up with healthcare provider (hcp) to further address the issue if they are experiencing the same issue. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. See (B)(4) for the previous revisions.

Manufacturer narrative:
Continuation of d10: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was patient mentioned they were having issues with groups a and b when adjusting their therapy. Patient mentioned their implant was dead, their stimulator was malfunctioning and they couldn't get the implant to charge or operate properly. Patient mentioned when they adjust therapy they get the message settings can't be changed menu error. Patient mentioned they were using group c in the meantime but noted they would have to straighten and constantly adjust their posture to process the stimulation and to sync. Patient mentioned noted they didn't see the settings can't be changed menu error on group c. Agent was unable to walk patient through to adjust therapy during call because implant was dead and patient was charging their implant. Issue not resolved.